Manufacturer narrative:
On 07-dec-2020, the mentor failure analysis lab received the device for evaluation. In addition, mentor received information that the patient had only her right breast prosthesis removed and it was replaced with a mentor smooth round moderate plus profile 500cc saline breast prosthesis. On 11-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant and developed asymmetry. During the visual evaluation of the device, an area of separated material measuring approximately 5.1 cm x 4.5 cm was observed on the anterior view of the device and extending to the posterior view. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-oct-2020, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: breast prosthesis deflation. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 500cc saline breast prosthesis that deflated after implantation. The patient noticed a change in size in her right breast. Deflation was later diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.